Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
Incomplete mesh was reported for this mesher. The living legacy foundation is a cadaver skin bank and there were therefore no adverse events as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This medwatch is being filed to relay additional information. Review of the most recent repair record determined both cutters failed the cut test and the roller and roller gear need replaced. The cutter gears and collars were replaced on both cutters, and the roller and roller gear were replaced on the mesher which resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.